Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that this spinal cord stimulation (scs) system was explanted due to elective device upgrade and charging difficulties (corresponding to the ipg) and high impedance and damaged (corresponding to the lead). Devices will not return as physician felt ipg and explanted lead were not at fault from manufacturer. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial MDR in b5 and h6. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(6); batch: 19771544.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 19771544.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.